Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. The reportable malfunction was confirmed. A definitive root cause was not identified for either event; however, based on the results of the investigation, the probable cause of the malfunctions in both cases would likely be damage to the image sensor unit or failure of mounted components on the electrical board due to stress from use, external factors, or handling. Three attempts were performed to obtain additional information, but no response was received from the customer. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection 3.8 inspection of the endoscopic system. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the bronchovideosope exhibited a b30 scope communication error. There were no reports of patient involvement.